Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the synchroseal be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the synchroseal jaw cover had a tear. The damage occurred immediately after the start of the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The synchroseal instrument was analyzed and found to the jaw cover had tearing. Tears measure from 0.045¿ to 0.084¿ in length. There are no signs of thermal damage present at the end of any tears. No material was found missing. The complaint regarding the jaw cover being torn was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.